Manufacturer narrative:
Clarification to h6: previous medwatch submission noted re-herniation. Upon further information, abbvie has determined that the event of re-herniation did not occur. This record is no longer reportable to FDA and will be un-reported.

Event description:
This is follow up#1 to report on 01/aug/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral hernia repair¿ surgery and was implanted with a strattice device lot ¿s10515-096¿ on (B)(6) 2009. The patient underwent a ¿removal + injury (chronically infected mesh)¿ on (B)(6) 2014. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿the mesh made it difficult to work but most of all the pain it would cause was unbearable.¿ the form lists the condition that was treated was ¿hernia¿ in 2009 and 2014. The patient was implanted with a second non-abbvie device, ¿covidien/medtronic: parietex optimized composite (lot: plk00500)¿ on (B)(6) 2012. The form indicates that the device was removed on (B)(6) 2014 due to ¿chronically infected mesh.¿ the patient underwent for ¿hernia¿ related to these devices in 2009 and 2014. There is no report of re-herniation or other serious injury against the device. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2009. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2009. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.